Manufacturer narrative:
Product analysis #: 254386551: analysis information -- (B)(6) 2020 06:42:59 cst pli# 20 product ID#: ps200-040. Analysis summary: upon receiving the device, the coating had flaked off the blade of the plasmablade. Observing the coating and the blade of the 4.0 plasmablade, it is confirmed that the coating chipped off due to the technique of the user. There were damages to the blade that can be seen with the uploaded photos that contributed to the failure of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturing representative (rep) regarding a handpiece. It was reported that the coating began to peel off the tip of the handpiece during the procedure. The site replaced the handpiece and continued the procedure with no surgical delay. There was no impact on patient outcome.